Manufacturer narrative:
D4 and h4: serial number, model, catalog, unique device identifier and manufacturer date not available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-aug-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the remote manager 2 was not opening. A field service engineer observed that the remote manager failed to open after intermittent solenoid clicks; after replacing the latch the issue persisted, so a controller board will be ordered. No responses were received from the field service engineer (fse) or the fse manager. Additional information was added to the record if and when it was received.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, fridge unable to open. Remote manager for cathlab2 unable to open. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.